Manufacturer narrative:
On 1/15/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a male patient (67 year old) underwent cardiac ablation procedure for paroxysmal atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident requiring . Char was found during the procedure on (B)(6) 2020. The physician felt that the force sensor was damaged, and the catheter was replaced. Physician removed the char from catheter and continued with use of same catheter. Patient remained in hospital as of (B)(6) 20 without further update from physician. Device evaluation details: the device was visually inspected, and it was found in good conditions, no char observed on tip. The magnetic test was performed and passed specification; the force test cannot be tested since no temperature was showed in generator. In addition, the catheter was deflecting and irrigating correctly. The catheter failed temperature and electrical test; further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. A manufacturing record evaluation was performed for the finished device 30430765m number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The root cause of tc wires broken cannot be determined. In addition, char is a physical phenomenon of rf; it can be the normal result of the ablation process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent cardiac ablation procedure for paroxysmal atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident requiring . Char was found during the procedure on (B)(6) 2020. The physician felt that the force sensor was damaged, and the catheter was replaced. Physician removed the char from catheter and continued with use of same catheter. Patient remained in hospital as of (B)(6) 2020 without further update from physician. The physician contacted the clinical specialist on (B)(6) 20/20 and stated that the patient was slow to wake up on the evening of the procedure ((B)(6)). A computer tomography (CT) was performed and the patient was diagnosed with an occipital stroke with a neuro deficit of some vision loss in the right eye. The physician¿s causality opinion is unknown. As of (B)(6) 2020 the patient remained in the hospital and their condition was unchanged. The system did not present any error messages. No temperature nor flow issues were observed during the procedure. The generator was in power control mode with settings during case between 30 watts and 50 watts. Nominal temperature settings of warning at 37 degrees and cut-off of 40 degrees. Impedance settings of max cut-off of 250 ohms, spike cut-off ¿off¿, min. Cut-off 50 ohms. No warnings or cut-offs received. Visitag module catalog: median temp range of min of 21 degrees -max of 29 degrees; impedance range -14 ohms and max of (+) 31 ohms; median power range of 30 ¿ 50 watts. Tag index range of 249 ¿ 714; total time range of 5.02 ¿ 59.15 seconds; total rf time of 1 hour and 59 minutes (includes left atrium (la) and cavotricuspid isthmus (cti) flutter line). Total rf irrigation used was 2650 ml of heparinized (2 units/ml) normal saline. Physician¿s general practice is to keep act greater than 350sec. There were no lesions longer than 60 seconds. The average contact force was under 40 grams. Physician targets range of 5-25 grams. Standard irrigation settings were used. The pre-ablation high setting was 1sec at 15ml/min. Heparinized normal saline used as the irrigation fluid. Visitags were respiratory gated, 3mm stability for 5 seconds with force over time at 25% of 5 grams. Visitag coloring by impedance drop custom settings of 5-15 ohms. The force issue is not MDR-reportable. The char is not MDR-reportable. Since the cerebrovascular accident event may be life-threatening it is MDR-reportable.